Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from december 09, 2020 - december 10, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the bladder of the device which suggested an under infuision may have occurred. The reported condition was verified. The cause of the condition could not be determined. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device had been filled with 4300mg fluorouracil in sodium chloride. The reporter stated that the expected infusion time was 48 hours; however, when the device was disconnected from the patient after two days, there were approximately 10-15ml of solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.